Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient and patient's spouse, since the medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone. The patient did not recall when the alleged issue began. On unspecified dates/times, the patient claimed he obtained inaccurate reading of "105,89, 340 and 256 mg/dl" with the subject meter, performed greater than 20 minutes apart from each other. The patient reported that he manages his diabetes with insulin and adjusts the amount based on a sliding scale. Approximately 2 months prior to contacting lfs, the patient claimed he obtained an inaccurate high blood glucose result with the subject meter (reading unknown), administered an unspecified amount of insulin based on the meter result and sometime afterwards (time unknown) developed a low glucose and had to be assisted by emergency services. It is not known what the patient's blood glucose was when assisted by emergency services, nor is it known the type of treatment the patient received. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a "low blood sugar" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.